Event description:
Information received that the tissue pad was melted - file does not meet the requirements of a reportable event.

Manufacturer narrative:
(B)(4). Information received that the tissue pad was melted - file does not meet the requirements of a reportable event.

Event description:
It was reported that during a thyroidectomy procedure, the tissue pad melted and fell apart (return in specimen bottle). Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.